Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the customer had issues with the insulin pump. The customer reported that the insulin pump had depleted battery life, battery compartment opening was chipped and rewind was slower. The customer's blood glucose was unknown at the time of incident. The customer declined helpline assistance. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed rewind test, self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms or rewind anomaly noted during testing. Device had cracked battery tube threads and no broken noted. (B)(4).